Manufacturer narrative:
Additional information section: d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2026, the recipient reportedly underwent repositioning surgery. The recipient was reactivated and is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: b.3. Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2026, the recipient reportedly underwent repositioning surgery. The recipient was re-activated and is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration after experiencing head trauma during a vertigo episode. The recipient is presenting with pain, vertigo, non-auditory sensations, and sound quality issues. A CT scan confirmed electrode migration. Programming adjustments were made, however, the issue did not resolve. Device testing was within normal limits. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.